Manufacturer narrative:
The reported failure is related with an ongoing field action that is related with venous bubble sensor, therefore all related actions will be performed under field action #1427918 and there won't be a service report. A follow up medwatch will be submitted when further information becomes available.

Event description:
The event occurred in poland. It was reported that "damaged venous line bubble sensors in ECMO". No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero flow mode, a report is required. Further information received as the related venous bubble sensor material number #701055720, serial number (B)(6), was also used with rotaflow ii, material #701074178, serial # (B)(6).